Event description:
It was reported that during the implant procedure, the guidewire was stuck in the lumen of the lead. While trying to remove the guidewire, the insulation pulled off over the lead¿s connector pin. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and there was guidewire coating on the distal conductor of the lead and it was obstructed. Visual summary analysis of the lead indicated damage at implant, visual summary analysis of the lead indicated stretching.